Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer was stuck in a loop during the load sequence. Customer was able to complete the load process and resume insulin delivery. There was no reported adverse impact.